Manufacturer narrative:
Failure analysis confirmed the insulin pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, keypad anomaly, and alarmed button error. The customer's blood glucose reading was 110 mg/dl. The customer stated the insulin pump was exposed to moisture; rain water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.